Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of a prime/fill anomaly from the reservoir. The customer's blood glucose reading was 4.3 mmol/l. The customer stated that she received no delivery during priming. The customer primed manually and insulin exited. The customer did not receive no delivery when they primed the pump. The customer was advised that there could have been occlusion that push out with manual priming.